Event description:
Caller reported a cartridge alarm 20, and there was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the customer's pump. The customer was instructed to return the problematic pump using the provided shipping materials and to program their pump settings and connect their cgm to the replacement pump upon receipt. The customer confirmed understanding of these instructions and agreed to return the pump promptly to avoid charges.